Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to cold temperature sensitivity. The device was tested on the bench and the device image indicated that backup occurred due to reset errors within the xena ic. The cause of the bvvi was consistent with xena ic cold temperature sensitivity.

Event description:
It was reported that out of the box, the pacemaker was in backup mode. The pacemaker was not used. There was no patient involved.